Event description:
Information received by medtronic indicated that insulin pump had received multiple insulin pump alarms. Customer was able to clear the alarm successfully. Customer was able to rewind the insulin pump. Fill cannula was recorded in daily history. Insulin pump passed self test. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black case type = ngp customer complained about the unit having a labeling anomaly, cosmetic damage at the serial number label, hal software error detected and pump error 3 on event date september 28, 2022. Device passed displacement test, self test and p-cap/reservoir does lock properly. History/trace downloads were successful using thus software. Hal software error detected. Not observed during testing, however, a hal software error detected (file number = 32122, line number = 1421), esf#: esf3010978, was present in the history download on september 28, 2022 03:20:08.000 due to a software defect. The main arm cannot communicate with the motor arm was confirmed in history/trace files in consequence of hal software error detected. Device was cut open to perform visual inspection and found evidence of moisture damage on the force sensor and electric board . The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, missing serial number label, cracked case (battery tube), battery tube threads - cracked and label damage (stained/faded serial number label). In summary, customer allegations for hal software error detected confirmed in history/trace files due to software issues and the main arm cannot communicate with the motor arm confirmed in consequence of hal software error detected.. Unable to verify labeling anomaly, however, cosmetic damage confirmed at label damage (stained/faded serial number label). Moisture damage noted on pcb1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.